Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the doctor discovered that the content of the product was different than the outer packaging label. The outer box label indicated that product was (B)(4), however, product (B)(4) was in the box which is an et tube, (B)(4), rs, 37 fr. This defect was discovered prior to use on a patient.